Manufacturer narrative:
Evaluation method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6)2010, the pt was implanted with an scs system. On (B)(6)2010, the programmer stopped communicating with the ipg. The pt also complained of pain at the ipg site, which appeared swollen. On (B)(6)2010, an x-ray was taken and revealed that the ipg was flipped. On (B)(6)2010, the doctor revised the ipg and added a mesh pouch to prevent the ipg from flipping again. No product was explanted.